Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical coordinator reported that following an intraocular lens (iol) implant procedure, the patient experienced unexpected visual outcome. The iol was explanted and exchanged in a secondary procedure for monofocal lens. Additional information has been requested.

Event description:
Additional information has been requested and received stated that there was no patient harm and the patient issue was resolved and the surgeon prognosis was excellent.

Manufacturer narrative:
The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company lens 23.0 diopter (add power +2.2/+3.2) lens was replaced with an unspecified, monofocal lens model. The reported reason for the exchange was "visual outcome not as expected" the product was not available for evaluation. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Follow up attempts were made for more details of the event. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).